Event description:
Reporter: patient and mother complaint#2: patient and mother reporting the keypad is poorly responding to user presses. Analysis: noticed it about 1 month ago and it has progressively worsened. Patient states the up arrow bounces/springs back. The down arrow and ok button feel flat and hard. Patient states the buttons stick and will rapid scroll after finger is removed from the keypad. Patient is able to use safely at this time. Keypad is intact, ok paint is rubbed off. Pump is not exposed to water or cleaning products. Patient wears the pump with clip in pants pocket or attached to waist.

Manufacturer narrative:
The pump was returned to animas. There was no visible damaged observed to the keypad. The pump intermittently responded to keypad presses during evaluation. The keypad was removed and adhesive was found under the button contacts. The ok button and down arrow button contacts were observed to be inverted.